Manufacturer narrative:
This medwatch is being rescinded based on new information received on (B)(4) 2015, which made the previous information non-reportable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) 2015 update: new information received on this date that changed the reportability of the device from a reportable malfunction to a non-reportable device. This medwatch is being rescinded.

Event description:
It was reported that the hand piece for battery powered driver motor is working intermittently. The complaint condition was discovered found post-operatively. It was confirmed that there was no patient involvement and that the issue was found outside of the operating room. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service and repair history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was conducted. The report indicates that in the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 26-mar-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Additional evaluation was conducted. The report indicates that the customer reported the motor was running intermittently. The repair technician reported the device was inoperable. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.